Event description:
The customer reported a false negative reaction of his positive control. This customer prepares his own positive control by mixing anti-d and anti-c. This control is supposed to react positively with all three cells of biotestcell 3. The control reacted negatively in a first run on tango. When the customer repeated the testing with the same reagents, the positive control correctly reacted positively. The customer has returned his positive control and the reagents that he used for testing. Our quality control laboratory retested all of these customer's reagents. The positive control correctly reacted positively. Furthermore, positive and negative controls and samples were also tested with the customer's allegedly defective ahg sample and the retained sample of the supposedly defective product. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human-globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our combined initial and final report on this incident.